Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 088 delivery catheter (neuron max) and a penumbra system 3max reperfusion catheter (3max). While advancing the 3max through the neuron max, the physician encountered resistance. Contrast was injected in the neuron max, and the physician noticed that it did not fill properly. Upon removal from the patient the neuron max was found damaged. There was no reported damage to the 3max catheter. No further steps were taken and the procedure ended. There was no report of an adverse effect on the patient.